Event description:
It was reported that prior to surgery, it was observed that the motor device would not "turn the burr". The planned surgical procedure was completed without delay as an identical spare device was available for use. There were no injuries, no medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the motor would not rotate. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.